Manufacturer narrative:
(B)(4).

Event description:
This was an isr coronary vascular intervention case to treat a partial occlusion in the mid-lad using a femoral approach. There were two layers of stents in the vessel from a previous occlusion. A 7 french guide catheter was used and a 1.4 elca was used over a .014 wire. Two passes were made at 50/30 and 60/40, infusing saline through the guide catheter while lasing through the stent. The physician advanced the catheter at what appeared to be an appropriate speed; heart motion did make it somewhat hard to judge. Vital signs were consistent with baseline post laser. A follow up angio was performed and flow appeared slow, so the physician performed balloon angioplasty. Upon inflation, a waste was noted and the patient's blood pressure dropped. A post angio showed a perforation. The team initiated procedures to stabilize the patient and deployed a covered stent. The patient required hospitalization after the event and was discharged after recovery.